Event description:
The customer reported that the system's scandisk is always on. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The image was reloaded on the hard drive. The system was tested and found to be working as intended and put back into service.